Event description:
It was reported that the patient had difficulty charging the ipg. It was noted also that patient experienced inadequate stimulation. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted device will not be returned.